Event description:
It was reported that the lead had dislodged. Low sensing thresholds and high capture thresholds were exhibited. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.